Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. The information included in b3, and b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickered, and no image was displayed due to a communication failure caused by a failure of the cable. The cause of the faulty cable could not be presumed. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the event was found during preparation for use. A similar device was used to complete the procedure.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The non-reportable findings are as follows; the cable was kinked which caused image issues, and the coupler and mount holder tread were damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had a distorted image, it intermittently had green streaks through the image and blanked out. It is unknown when the event occurred. The intended procedure was diagnostic. There were no reports of patient harm.